Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, ""ten year follow-up of gap balanced, rotating platform total knee arthroplasty in patients under 60 years of age"" written by jason h. Lee, md, steven l. Barnett, md, jay j. Patel, md, nader a. Nassif, md, dennis j. Cummings, md and robert s. Gorab, md published by the journal of arthroplasty 31 (2016) 132-136 was reviewed. The article's purpose was to evaluate the mid to long term clinical outcome in patients younger than sixty years of age who underwent rp prostehses in tkas using the gap balancing surgical technique. Data was compiled from 85 patients (108 knees) implanted between december 2000 to july 2004. All pateints received depuy products. The cement manufacturer was not identified and patella resurfacing was not performed during initial implantation. The article provides a table of 3 revision cases with identified platforms associated with specific adverse events and they are captured in linked complaints. Depuy products utilized: sigma rp and lcs complete systems. This complaint captures case 3 with a sigma rp implant and reason for failure was aseptic femoral component loosening with an unresurfaced patella 45 months post op. Treatment was single staged component revision of tibial component, femoral component and patella.